Event description:
On (B)(6) 2020, a 21mm sjm masters series valve expanded cuff was selected for implant. During implant, one of the leaflets "popped of." The missing leaflet was attempted to be located by using fluro however, it could not be located. The patient ended up expiring on (B)(6) 2020. The cause of death includes congestive heart failure, prosthetic valve failure, mitral valve and rheumatic heart disease.

Manufacturer narrative:
Additional information: b2, b5, h6.

Manufacturer narrative:
An event of leaflet dislodgement and subsequent patient death was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested.

Event description:
On (B)(6) 2020, a 21mm sjm masters series valve expanded cuff was selected for implant. During implant, one of the leaflets "popped of." The missing leaflet was attempted to be located by using fluro however, it could not be located. The patient ended up expiring. Additional information has been requested and is pending.